Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized due to high blood glucose and the reading was 587 mg/dl. The customer states she experienced high blood glucose all day, prior to being hospitalized. The customer also stated, she exposed the insulin pump to an x-ray. Troubleshooting was performed and the insulin pump passed the required tests including the displacement test.